Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies and the alarms reoccurred. The customer's blood glucose level was 100-120 mg/dl. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were functioning as expected. The customer declined to remove the cannula as the past cannulas showed no damage. The customer was to continue to use the pump to manage diabetes.